Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2019. Explant date: (B)(6) 2019.

Event description:
It was reported that the patients ipg was non functional. The patient underwent an explant procedure. The explanted ipg will not be returned. No further information could be obtained despite good faith efforts.